Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control then downloaded the electronic record from the event for review where it was confirmed that the device cycled power; however, the cause of which could not be determined. As a precaution, physio replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device will intermittently cycle power by itself. There was patient use associated with the reported event; however, there were no reports of any adverse effects as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.